Event description:
It was reported that during a follow up, the right ventricular lead exhibited noise reversion episodes. On (B)(6) 2014 the patient presented to the clinic and the noise could be reproduced with arm movements. On (B)(6) 2015 an attempt to revise the lead was unsuccessful due to the patients anatomy. The lead remained implanted. The patient was in good condition post procedure.

Event description:
New information indicates the lead also exhibited an insulation anomaly during lead explant procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Final analysis found that the a partial lead was returned. The insulation was abraded at 49.0 cm to 49.2 cm from the distal end which exposed the outer coil. The abrasion was consistent with constant friction to another implantable device.